Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged blood glucose event could not be verified as a different issue was identified (usb pin damage).

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels for the past few weeks in the 300s (mg/dl). The cause of the elevated bg levels was unknown. Correction boluses via the pump were delivered to address bg levels. A recommendation was made for the customer to discuss elevated bg levels with a healthcare provider.